Manufacturer narrative:
While performing the sample evaluation it was noticed that the bottom hinge of the plate was broken. Root cause could not be determined due to it was not possible to know when the bottom hinge of the plate was broken. Based on the present analysis, the reported complaint cannot be related to manufacturing process and its consider that other external causes could have affected the product integrity such as handling, non-proper usage or any other possible contributor out of the manufacturer¿s control.

Manufacturer narrative:
Date sent to the FDA: 10/31/2016. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: did the reservoir inflate rapidly upon its 1st activation? No information. Was leakage detected? If so, where? No information. Did the end users check to assure that all connections were secure? Yes or no? No information. Was the anti-reflux valve found detached/closed/opened? No information. Did the reservoir come in contact with surgical instruments, surgical needles, sutures, sharp objects at any time? No information. Please send email when lot number becomes available.

Event description:
It was reported that the patient underwent transforaminal lumbar interbody fusion procedure and reservoir was attached to a drain. The reservoir was inflated soon during its use. There were no adverse consequences to the patient. No additional information was provided.